Event description:
When one deep brain stimulator was programmed, the contra lateral deep brain stimulator programming was changed. The pt experienced no stimulation sensation associated with the event. An error message was noted on the physician programmer only one time because the serial numbers did not match. The stimulators were 12 cms apart center to center. The hcp planned to reposition the devices farther apart. The hcp reported outcome as 'no injury.' Reference mfg. Report # 3004209178200905058.